Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the device became unable to be irrigated. During procedure, when the catheter was removed from body to post map. An area that needed to be touched up was found. The catheter would not flush when attempting to put it back into the body. Troubleshooting was performed, checked for kinks, checked pressure bag and lines, removed wire, tried to flush with syringe but nothing worked. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.